Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed five sealed mckesson IV safety yel wing 24ga x.75in. Units from lot number 3096297. The photos only display the top label with the product information. No units or defects are observed from the provided photos. The source of the damage could not be determined based on evaluation of the supplied photos. There was no physical evidence to conclude that the reported defect was related to the manufacturing process. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard wing incomplete needle retraction. The following information was provided by the initial reporter: the needle did not retract completely and was sticking out, resulting to needlestick. The employee had an ER visit on the date of injury ((B)(6) 2024) with lots of labs and 4 prescriptions to take for 4 weeks for prevention of hiv and also labs to be done in 3 months, 6 months, and 1 year.